Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different pt samples that were generated by the access 2 instrument. Patient a and patient b samples were tested for accu tni and results of 0.13ng/ml and 0.10ng/ml were obtained respectively. The customer re-tested both samples for accu tni and the repeated results were: 4.46ng/ml for pt a and 4.35ng/ml for pt b. The customer re-centrifuged both samples and repeated accu tni testing once more and the results were: 0.03ng/ml for pt a and 0.02ng/ml for pt b. The customer then re-tested the samples again and the results were: 0.00ng/ml for pt a and "approx 0.03ng/ml" for pt b. Both accu tni results were reported out of the lab. The erroneous accu tni results were not reported out of the lab and there is no change to pt treatment or any injury that can be attributed to or connected with this event.

Manufacturer narrative:
System check performed on 09/28/06 passed, but the substrate ratio was close to the upper end of the specifications. System check from 10/04/06 was out of specifications for the substrate ratio and passed within specifications when repeated 2 hours later. Customer collects samples in bd, 13x100, lithium heparin tubes with gel separators. The specimens were initially spun at 3,000 rpm for 10 minutes at ambient temperature, following the second results, both samples were re-centrifuged at 7,000 rpm for 3 minutes. A field service engineer (fse) was dispatched to the customer's lab in 2006. The fse replaced wash pump belt, removed and cleaned wash and precision valves. The fse conducted system check, precision testing and verified the instrument; results were within specifications. The fse was back to the customer's lab two days later. The fse performed svc to the precision pump and realigned the reagent carousel probe alignment. The fse replaced all aspirate probes and cleaned dried buffer on wash probes. The fse performed system check and ran calibration; results were within specifications. The fse verified the system operation per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.